Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by using the original charging supplies for at least 30 minutes, which allowed the pump to begin charging, and no further assistance was required.